Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the nurse took a purple test tube with a barcode to collect blood from the patient's vein. The puncture was successful. After 1ml of blood was collected, the purple test tube had no negative pressure."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.